Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient confirmed that smart device not in airplane mode and wi-fi was enabled. Patient was advised to uninstall and reinstall the g5 application, reset the smart device, and confirm that no other applications were running in the background, which was unsuccessful. No additional patient or event information is available.